Event description:
It was reported that the customer experienced a blood glucose (bg) ranging from 400 mg/dl to "high" (specific value not provided). Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support performed a review of the pump data to determine the pump functioned as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.